Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter was dirt adhered to the nozzlee of the endo cleanse neo disoper. Foreign matter may have remained because the reprocessing was not in accordance with the instruction manual. There was a deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The foreign matter on the plastic distal end was dirt stuck due to endo cleanse neo's disoper. There was no deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. Physical damage was confirmed in areas where foreign matter remained. The detection method is described in the instruction manual evis lucera gif/cf/pcf type 260 series operation chapter 3 preparation and inspection. Instruction manual evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization edition chapter 3 cleaning, disinfection, and sterilization procedures describes preventive measures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the nozzle had foreign object and the plastic distal end cover had foreign object. Additional devaluation findings include the following: water tightness was lost due to a pinhole on the channel tube; the light guide lens had discoloration; and the adhesive on the bending section cover had a chip. Due to damage on the up/down knob, the up/down knob did not move smoothly; the water removal ability did not meet the standard value due to the clogging of the nozzle; and the mouthpiece was loose; the scope connector had corrosion and a scratch; and the scope cover had a scratch; and the flexibility adjustment ring had a scratch; and the plastic distal end cover had a scratch; and the connecting tube had a scratch and a wrinkle. The switch box had a scratch. Switch 4 had wear. The forceps elevator lever had a scratch. The up/down knob had discoloration and a scratch; the image guide protector had a cut; and due to the wear of the angle wire, the play of the up/down knob was out of the standard value. Due to damage on the flexibility adjustment ring, water tightness was lost, and the forceps elevator knob had a scratch. The universal cord had a scratch. Grip had a scratch; scope cylinder was shaved. The right/left knob had a scratch. The control unit had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The device was returned for evaluation. During the device evaluation, the foreign object was found inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.